Event description:
The event was received via a medwatch report. It was reported that during removal of the epidural catheter from the (B)(6) female patient, a 1.3cm long piece of the tip broke off and was retained in the patient. As the piece is close to the epidural space and approximately three inches deeper than the skin, the decision was made by the physician not to retrieve it from the patient. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned. Additional information from the user report: (B)(6). Common device name: epidural catheter.